Event description:
A gold probe hemostasis catheter was used in duodenum during esophagogastroduodenoscopy (egd) procedure. During the procedure, the gold probe was in the scope. The physician was not able to cauterize. The electricity was not coming through. The case was completed with another of the same device with no patient complications.

Manufacturer narrative:
Conclusion: the suspect device has been returned to the facility, but the evaluation is not complete. The relationship between the device and the event is undetermined.